Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that on (B)(6) 2018, while the customer was in a nursing facility, he experienced nausea, vomiting for 2 days, and mental incoherence and his adc meter "was not reading right" and providing unspecified low readings. The nurses at the nursing facility called the doctor who called the paramedics and upon paramedic arrival, customer was transported to a hospital. At the hospital, customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin via intravenous infusion (dose/type unknown). Customer was admitted in the ICU and released from the hospital on (B)(6) 2018. There was no report of death or permanent impairment associated with this event.

Event description:
Customer's daughter reported that on (B)(6) 2018 while the customer was in a nursing facility, he experienced nausea, vomiting for 2 days, and mental incoherence and his adc meter "was not reading right" and providing unspecified low readings. The nurses at the nursing facility called the doctor who called the paramedics and upon paramedic arrival, customer was transported to a hospital. At the hospital, customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin via intravenous infusion (dose/type unknown). Customer was admitted in the ICU and released from the hospital on (B)(6) 2018. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter and freestyle strips were reviewed and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was not performed for freestyle strips because strips are expired. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Pma510k# was incorrectly documented in the initial MDR 30 day report. Pma510k# has been updated.